Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # va0bfsn, implanted: (B)(6) 2014, product type lead; product ID 3487a-56 , lot # va0azcl, implanted: (B)(6) 2014, product type lead; product ID 3487a-56, lot # va09h3h, implanted: (B)(6) 2014, product type lead; product ID 3487a-56, lot # va09h3h, implanted: (B)(6) 2014, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported the patient had a lead migration with a loss of stimulation paresthesia to the right leg. X-ray showed migration of the right lead and device interrogation was normal for the patient. The patient was reprogrammed and the event was considered unresolved with no further actions planned. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the consumer of a clinical study reported that one lead migrated and x-rays were taken and the leads were supposed to be at the left side of the back but it was over his left kidney.